Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). In this case, it was reported that the patient underwent a valve-in-valve procedure due to severe stenosis and severe regurgitation that was possibly due to a suture through the leaflet causing falsely high gradient. As reported, this occurred during the initial implant procedure. The device was not returned for evaluation, as it remained implanted. Therefore, the event cannot be confirmed and root cause remains indeterminable. However, it is likely that procedure related factors during the initial implant procedure contributed to the event. If new information is received, a supplemental report will be submitted. A manufacturing non-conformance was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with 23mm aortic valve for 2 years and 9 months, underwent a valve in valve procedure due to severe stenosis and severe regurgitation that was possibly due to a suture through the leaflet causing falsely high gradient. There was no alleged device malfunction. A 26mm transcatheter valve was implanted in the patient. The patient is doing well post and was discharged in stable condition on post-operative day four.